Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a "replace system controller" message on the display screen. There were no audible alarms, so although the faults began at 1100, the patient did not notice them until 0300. A review of the log file revealed "controller internal faults¿ events starting (B)(6) 2023 at 0310. A controller exchange was performed on (B)(6) 2023 after which the alarms cleared.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis. A review of the log files, extracted from (B)(6), contained overlapping data spanning approximately 12 days ((B)(6) 2023 per timestamp). Starting on (B)(6) 2023 at 3:10:17, controller internal fault alarms were active due to an lcd communication fault. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. During preliminary testing, a controller fault alarm was reproduced after performing a self-test. The controller¿s lcd bitmap software was reinstalled and the issue resolved. The controller underwent functional testing and passed. The system controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the lcd bitmap software becoming corrupted was unable to be determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.